Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead dislodged. The lead was repositioned. It was further reported that five days after the lead repositioning procedure, the patient passed away. Attempts to obtain additional information were unsuccessful.